Manufacturer narrative:
(B) (4).

Event description:
The day after implant, the pt was in "an awful lot of pain". He felt a cycling pain that was vibration for 9 seconds and then nothing for 12 seconds, etc. He felt a sharp pain while sitting down and had a difficult time getting up. Per the physician, the pt also experienced shocking sensations. The device was reprogrammed and the intensity was decreased. The pain was relieved. There was no injury.